Event description:
It was reported that the patients ipg was malfunctioning and the patient was having difficulty charging the ipg. The patient underwent a procedure wherein the ipg was explanted. The explanted ipg was retained by the medical facility and will not be returned.